Event description:
It was reported that when stimulation was on or off the pt experienced a burning sensation at the implantable neurostimulator location. The pt had an implant done on 20(B)(6)-2011 that was removed due to burning sensation at the pocket site. The second implant was done (B)(6)-2011 and there was a burning sensation again. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).